Event description:
Reporter reported that the dreamstation CPAP had caused him pain. Reporter was experiencing teeth pain and had 17 teeth pulled out due to the dreamstation, they also experienced burning sensation throughout their face and nose as well as their face turning red. Reporter stated that they had also filed an injury claim (reference number: (B)(4)).